Event description:
Event description cpi received information that bipolar sterioid eluting lead (4285) had dislodged, after six days of implant. The physician went back in and replaced the (4285) lead with a sweet tip bipolar lead (4269).